Event description:
It was reported by the affiliate that (1) tlc55 and (1) cdh25 were used during a unknown procedure. It was reported that the instruments did not fire during the procedures. The affiliate is unabled to obtain further info from the hosp. It is unknown how the case was completed. No adverse pt outcome.